Event description:
Additional information: it was later reported that following pocket fill patient was taken to the emergency department, intubated and stabilized; then she was sent to ICU and hospitalized. Patient outcome was noted as serious life threatening illness (during overdose); recovered without sequelae. The baclofen was clarified as to being compounded.

Event description:
The patient experienced "overdose-type symptoms" following pump refill. A patient with "difficult access" underwent a pocket fill on (B)(6) 2012. It was further noted that they had refilled the patient's pocket instead of the pump. A healthcare provider stated they need to stop the current bridge. The patient was admitted to an intensive care unit and placed on a ventilator. The patient was extubated on (B)(6) 2012. The pump was planned to be re-accessed and filled with fentanyl and baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8731 lot# b003308n54, implanted: (B)(6) 2003, explanted: unk. (B)(4).